Event description:
The complainant reported that the automated impella controller (aic) was turned on and a controller failure alarm occurred. There was no report of patient involvement.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Data analysis: on the complaint date, march 27, 2025, immediately after the initial boot-up, the console displayed the ¿controller failure (purge pressure sensor defective) ¿ alarm,¿ event #418. The console was manually shut down and rebooted twice, each time, the console displayed event #418 (imc_logs_ic3243.pdf). This confirms the reported failure mode. Device analysis: this console was tested after arriving at fs. Although the ¿controller failure¿ event #418 was initially reproduced, it could not be replicated after power cycling the console. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode and the clinical procedure). Root cause: the root cause of the controller failure was not determined due to the inability to reproduce it consistently. It could be due to either a pud board malfunction or a purge pressure sensor malfunction. Ad hoc task: before returning this console (ic3243) back to the customer, fs was instructed to perform the following. Replace the purge pressure sensor (5500-0036) due to an intermittent controller failure alarm. Replace pud pca (0042-1105) due to an intermittent controller failure alarm. Replace the front panel optical connector (0042-2736) due to debris. · perform sections 10, 11, 12, and 23 of the pm procedure (0042-7309). · perform a full functional check (0042-7316).